Event description:
It was reported that on two separate occasions the patient's right atrial lead had an increase in impedence. The lead is still in use. No patient complications were reported as a result of this event. It was reported that on two separate occasions the patient's right atrial lead rose to 1562 ohms and 1325 ohms. Both times, the impedence returned to 400-500 ohms range soon after the spike. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.